Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the outer insulation and the ptfe coating of one sensing cable were abraded close to the proximal end of the rv shock coil. The abrasion had occurred from the inside out. The reported noise problem may occur when exposed metal filars of the sensing cable come in contact with the rv shock coil. Futhermore, the outer insulation was abraded at 12.5cm and 15.5cm from the connector pin due to friction to the ICD can. Electrical measurements found an intermittent short circuit between the hv-rv and lv (sensing) paths.

Event description:
It was reported that noise was observed on the lead. Detected vf on the egm printout. The lead was extracted and visually could see the insulation break just above the rv coil.